Manufacturer narrative:
Additional information provided in h.3., h.6., and h.11. All device history records are reviewed prior to product release to ensure the product was manufactured in compliance with the device master record and meets release criteria. The lot/batch/serial is unknown. Therefore, a service history review cannot be performed. Based on the information available, the customer reported event cannot be confirmed. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that the system did not cut the capsule as intended instead, the cut was made cortical and the surgeon performed manual capsulorhexis to complete the procedure in the left eye of a patient, the medical or surgical intervention was successfully to resolve patient issue during refractive surgery. The procedure was completed on same day.

Manufacturer narrative:
H.3., h.6.: investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).